Event description:
It was reported that caller reported that they were unable to send the remote monitoring mobile application transmission. It was noted that the blue icon for the mobile programmer application had been selected to interrogate the implantable device rather than the intended red icon for the remote monitoring mobile application. It was further noted that the host tablet had been power cycled and the patient connector was then unable to find the implantable device. Troubleshooting steps were taken to include rebooting the host tablet which resolved the issue was successful in resolving the issue and transmitting the remote monitoring mobile application transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: eval code conclusion (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.